Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A 72 year old male in cardiogenic shock presented for impella rp support. The user facility reported the patient had signs of hemolysis and noted the hemolysis was attributed to the use of the rp pump. After, just 23 hours, the pump was explanted and blood level/labs cleared. There was no further intervention performed.